Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 46 mg/dl at the time of incident. The customer's blood glucose was 192 mg/dl at the time of call. The customer stated that she treated the low blood glucose with glucose gel. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.